Manufacturer narrative:
The technician found the brake casters needed adjusting. The technician adjusted the brake casters to resolve the issue.

Event description:
The account alleged the brakes would not hold. No pt impact.